Event description:
It was reported that high pacing impedance due to a suspected left ventricular (lv) lead fracture was observed. Diagnostic imaging was performed, no fracture was visible, however, the physician alleged a micro-fracture of the lv lead. The device was reprogrammed to resolve the event. The patient was stable.